Event description:
It was reported that the procedure was to treat a 95% stenosis in the mid right coronary artery. The lesion was pre-dilated with a 2.5 x 8 voyager nc and the 3.5 x 12 xience v stent was deployed at 10 atmospheres. After the stent deployment, a dissection was observed at the proximal part of the stent. Another 3.5 x 8 stent was implanted to cover the dissection. There were no reported adverse patient effects. The outcome of the procedure was good with a timi iii flow. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Dil cath: 2.5x8 voyager nc. Guide wire: allstar. Inflation: medtronic. Guide cath: cordis. There was no reported product deficiency. Dissection is a known adverse event as listed in the xience v instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.